Event description:
Caller reported a cartridge alarm occurring with their insulin pump, which did not cause blood glucose levels to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge and perform a pump reset, but the issues persisted. Consequently, technical support arranged for a pump replacement, and the customer decided to use multiple daily injections as a backup for insulin delivery until receiving a new pump.